Manufacturer narrative:
H3: product analysis of part# 54750016545 lot# h6029320 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding products used in spinal therapy for l5/s stenosis. Levels implanted was l5/s. It was reported that the screw was initially threaded, but the head felt unstable, leading to the removal of the set screw from the right l5 and inserted a new set screw. The set screw caught and entered, but according to the surgeon it became tight at an early stage. Another attempt was made with the counter-head, but something seemed off. The counter also felt loose and did not seem to be fully inserted. At that point, another set screw was inserted, but again it felt tight midway. Finally, both screws on the right side were removed and replaced with new ones, allowing the set screw to be installed without issues. Compression was applied, and the final threading was completed. There was delay of less than 60 minutes and no further complications or symptoms reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that the procedure involved in the event was transforaminal lumbar interbody fusion (tlif).